Event description:
The customer reported that they got "no shock delivered" messages during a patient event. There was no death or serious injury related to this event.

Manufacturer narrative:
The customer reported that they got "no shock delivered" messages during a patient event. There was no death or serious injury related to this event. The factory has not yet received the deice for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.